Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was struck in the chest on the lateral aspect of the device, near the battery post-weld area. As a result, the device started beeping. Interrogation showed a yellow warning screen that detected high voltage. The fault was reset and a manual cap reform was attempted but not completed. The warning message reoccurred. A guidant technical services (ts) consultant recommended replacing the device. Additional information was provided that this device was explanted and replaced with a new ICD. The lead system was found to be intact. A cap reform was performed with the new ICD and tested normal. A 21 joule shock was delivered during the procedure and post-shock, the system tested within normal limits.